Event description:
Sonicision device was not working. They thought they saw a metal shard in the abdomen. Per op report: a little chip of less than 1 mm was noted within the jaws of the sonicision device at one point during attempt to use the sonicision device. The first sonicision device also did not work. The device was sent to the manufacturer and found to have been intact. (B)(4).